Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 21013065. Medical device expiration date: 2021-01-31. Device manufacture date: 2020-12-16. Investigation summary: a complaint of tubing kinking was received from the customer. One sample of an unknown lot was returned by the customer. Through visual inspection the customer complaint was verified. A large kink that was unable to be smoothed was found below the drip chamber. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. A review of the device history record was completed for the incident lot 21013065, and based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The root cause for this defect was determined to be coiling and pouching the set prior to the solvent fully drying. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 1 as lvp 20d dehp 2ss cv set from an unspecified lot, and 3 sets from lot 21013065 had kinks in their tubing. The following information was provided by the initial reporter: we did not go through every single item, but did find a couple examples of sets with crimping at the same location as the heat sealed section.